Manufacturer narrative:
Date of event is estimated. The fsca number is pending.

Event description:
Upon retrospective review, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 3006705815-2021-04285.